Event description:
Patient to post-op visit with neurosurgeon approximately 3 weeks after initial surgery. Patient reported "never felt better." Xray completed showed the rod had changed position and rod had backed out of the screws. To or for revision of hardware.====================== manufacturer response for spine system, expedium 6.35 spine system/set screws (per site reporter).====================== I have requested them to discuss this issue the patient and patient's family. I was told he (rep.) Will find out how he can make that happen.